Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The reported issue of patient therapy was erased was confirmed in the device logs but not duplicated during the evaluation performed by the product analysis lab. The assignable cause for the patient therapy was erased was determined to be a digital board malfunction. A review of the service device history record revealed no potential contributing issues. Product surveillance provided the nurse the results of the evaluation. The nurse confirmed that there was no patient injury or medical intervention reported. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the auto-on started to fire immediately. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product is returning.

Event description:
The customer contacted baxter's technical service center to report the home choice (hc)started beeping and the display read check total volume =200ml. The baxter technical service representative (tsr) explained that the programming was somehow erased and arranged for a swap of the device.